Event description:
A dreamstation CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. There was no report of serious or permanent harm or injury. There was no report of medical intervention. Additionally, the service technician noted error codes e094(err_rtc_stopped). The device was scrapped, per customer's request.